Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for routine follow-up, few stored episodes of non-sustained rv oversensing were observed. The oversensing was reproducible with deep inspirations. Device was reprogrammed and no more oversensing instances were observed. Patient was stable and will be monitored with routine follow-up.